Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound, pain, and cyst. Physician later reported breast with signs of intracapsular rupture, pain, simple cysts, cysts with fine septations and clusters of microcysts scattered throughout breasts, and benign calcifications diagnosed via MRI. This record relates to the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6

Event description:
Patient reported left side rupture, pain and cyst (confirmed by physician). The device has been explanted.